Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing which was noted on stored episodes of non sustained right ventricular oversensing. The oversensed signal appeared to be myopotential. Programming changes were discussed. No intervention was reported. The patient was asymptomatic and stable.